Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: the weight the device within specification, creases fold, yellow biological particles in the shell and mold like green particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported computer tomography showed right implant is 1.5-2 times smaller than left one. Nodes in right mammary. A few months ago edema has been observed and pain in right mammary. Antibiotics were administered. Physician reported during last few months patient started mammary deformation on right side, significant implant density on palpation, especially on upper pole. Pain syndrome developed, especially ¿when lying on back¿. Ultrasound and CT showed capsular contracture baker grade iii, 1.5 times reduction in the volume and compression of the right implant. The device will be explanted.